Event description:
It was reported that the patient developed adverse effects.

Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal complaint's number is (B)(4).

Event description:
The patient had a tvt vaginal mesh device fitted approximately 15 years ago, in her 20s, which subsequently eroded into her vagina and urethra. She reports this has resulted in severe anxiety, chronic pain, discomfort, embarrassment, and severe depression, preventing her from resuming a normal life or sex life for the past 15 years. The complications have required endless hospital appointments under a london hospital, and she is currently scheduled for further surgery to repair and reconstruct her urethra and attempt removal of the mesh product. She is making a direct complaint and claim against the establishment and product, seeking information on how to hold the manufacturer accountable for the life-altering physical and psychological impacts she attributes to the device.

Manufacturer narrative:
Additional information a1, b5, h6, h11. Correction: g1. "An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable." The internal complaint number is (B)(4).